Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the stylet test result was failed due to blood obstructed in distal conductor at connector is-1. Performeddestructive analysis and visual on inner and distal conductor. No inner insulation breached or distal conductor distorted was observed. The blood likely entered to distal conductor through is_1 pin.

Event description:
It was reported that during an attempted implant, the physician was unable to place the right atrial (ra) lead due to blood ingression and inability to pass the stylet through the lead. The ra lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 693558 lead implanted: (B)(6) 2009. (B)(4).